Event description:
Information received indicates the ground loss light is lit on the bed.

Manufacturer narrative:
The technician found the ground pin on the power cord was loose. The technician replaced the power cord to repair the bed.